Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. A review of the submitted controller event log file spanned approximately 5 days ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). The backup battery fault alarm activated on (B)(6) 2023 at 09:19:59 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm remained active until (B)(6) 2023 at 07:00:32 when the controller passed another load test. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial number (B)(6), was not returned for analysis. Additional information provided stated that the backup battery fault alarms resolved with a controller exchange. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective action was initiated to reduce the amount of backup battery fault alarms related to load tests not passing, (B)(6) was manufactured prior to the implementation of that corrective action. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the system controller was exchanged to terminate the repeating alarms due to the length of time it would take the patient to visit the hospital.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller had backup battery fault alarms on (B)(6)2023 and (B)(6)2023. The alarm would beep once every four hours. The system controller was exchanged and the issue resolved. The log files confirmed the backup battery faults had occurred due to the battery failing the load test.